Event description:
It was reported that this right ventricular (rv) lead exhibited noise, and low intrinsic amplitude. This lead remains implanted. No adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).